Event description:
It was reported that following a mechanical thrombectomy treatment procedure, the ultra-thin sds balloon dilation catheter ripped into two pieces as the physician attempted to withdraw the device through a 6 fr arrow sheath. Both segments of the balloon were removed from the pt. The sheath was replaced with a 7 fr and a new balloon was used to successfully complete the procedure. The pt status was reported as "fine."